Event description:
It was reported that after a total vaginal hysterectomy procedure, the case was successfully completed. The patient returned approximately two weeks later complaining of vaginal discomfort. Upon inspection, the surgeon noticed burns on both vaginal walls. The surgeon had a follow-up visit where upon the burns were noticed. The patient recovered without incident. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.